Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified white particles on the inner and outer surface of the device. A leak test was performed, and no leakage was noted. A fill test was performed, and there was no blockage in the diaphragm valve of the device. The device was noted to be intact and functional. The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Documentation received from a patient representative states ¿¿laterally deviated nipples¿. Documentation also states ¿because of the prior experience with waking up during surgery, nightmares, and the panic attack, [the patient] was terrified and apprehensive of going under anesthesia again¿. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [the patient] will suffer them in the future¿. This record is for the right side. Device has been explanted.